Event description:
The report for this incident was submitted with minimal details. No additional information will follow. It was reported that in the paru (post acute recovery unit), the arterial cannula was being removed prior to the patient transferring to the ward. The transparent dressing was being removed from the patient, and it was speculated that scissors "may have been" used to remove the dressing. As the arterial catheter was being removed, the hub separated from the catheter body, leaving the body of the arterial catheter in the patient's radial artery. As a result, the patient had to be transferred to another hospital for surgical removal of the catheter body. There was no delay reported, and no harm as a result of the delay. There were complications and injury to the patient reported that consisted of additional surgery to remove the catheter from the patient's body. The patient's condition at this point was unknown. Further information was unable to be collected.

Manufacturer narrative:
(B)(4). The device will not be returned.